Event description:
During a laparoscopic appendectomy, the physician could not activate the ultrasound output. When the physician attempted to grasp the tissue and to activate output, the probe broke and the distal ends fell off inside the patient's body. The physician did an irrigation of the abdominal cavity and scanned by x-ray, but the distal end was not found. The physician confirmed the material of the probe and judged the fragment of the probe as a small harmless one. Then the physician finished the procedure.

Manufacturer narrative:
The subject device was not returned to olympus. The photo of the subject device was confirmed for evaluate. The probe broke down at about 10 mm from the distal end. The manufacturing history was reviewed, with no irregularities noted. Based on cases with the same model, the probe presumably broke since the probe was damaged because the physician activated ultrasound output while the probe was in contact with metal such as a clip, and besides the physician continued to use the damaged device, the probe was cracked. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.